Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: cystorectocele, urinary tract incontinence, stress incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bleeding, and dyspareunia. It was reported that patient underwent repair of exposed mesh on (B)(6) 2011. It was reported that patient underwent partial removal of mesh due to erosion on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rectocele repair.